Event description:
The customer reported the loudspeakers on their intellivue multi measurement server (x2) works, but sound is not heard. The device was in clinical use. There was no adverse event reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the loudspeakers on their intellivue multi measurement server (x2) works, but sound is not heard. The device was in clinical use. There was no adverse event reported.